Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis therefore identified a pump malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a pump malfunction and the patient experiencing pain in the scrotum. The device issues began immediately after it was originally implanted. A new ipp pump was implanted. The patient was in "good" condition following the surgery.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis therefore identified a pump malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to unspecified reasons. A new ipp pump was implanted. It was reported to be a "salvage" procedure.